Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was observed to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece overheating.